Event description:
Error (B)(4).

Event description:
Error 51. The device was received for evaluation. Cpu, card ribbon and motor bracket are damaged, replaced. After repair, device was found to meet specification. Error 51 (defective speaker) is known and is linked to a software issue. This error has been addressed by a CAPA and corrected in the latest software version available 1.9a.